Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the mid lcx. A staged procedure took place 1 month post the index procedure, during which an endeavor sprint drug eluting stent was implanted into the mid rca. Approximately 14 months post index procedure, the patient suffered cerebral infarction. The patient was treated by medication and recovered. The investigator assessed this event as not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.